Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct the describe event or problem as the patient was given preoperative antibiotics and the pocket was irrigated thoroughly. It was reported that the patient implanted with this pacemaker had infection with sepsis. And multiple positive blood cutures. It was indicated that the source of the infection was likely the pacemaker. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker had infection with sepsis. And multiple positive blood cultures. It was indicated that the source of the infection was likely the pacemaker. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct the describe event or problem as the patient was given preoperative antibiotics and the pocket was irrigated thoroughly. It was reported that the patient implanted with this pacemaker had infection with sepsis. And multiple positive blood cultures. It was indicated that the source of the infection was likely the pacemaker. This pacemaker was explanted. No additional adverse patient effects were reported.